Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci hysterectomy procedure on (B)(6) 2010. The legal document alleges that as a direct and proximate result of the da vinci surgical system, instrument or accessory, or its improper and / or unlawful use, the patient suffered injuries and damages.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.